Manufacturer narrative:
D4: lot number is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received via follow up mpxr that the hospitalization end date updated to (B)(6) 2025 and site procedure relationship updated to possible related to the index procedure.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient having spinal therapy. Prior to the index surgery, therapies attempted for the spine symptoms included oral medications, physical therapy, and steroid injections it was reported that during an index spinal surgery, there was an instrumentation failure related to poor bone quality and obesity. Diagnostic tests conducted included an x-ray, which showed evidence of screw pullout, and a computed tomography scan, which indicated minimal lucency around the tip of the right s1 screw, suggesting possible loosening. No obvious hardware fracture or additional perihardware lucency. The adverse event led to a new hospitalization starting on (B)(6) 2025, and an additional spinal surgery was performed on (B)(6) 2025, due to screw pullout attributed to poor bone quality and obesity. The outcome of the adverse event was reported as recovering/resolving. The investigator assessment were performed, and the adverse event was assessed as not related to the study procedure and study device. Sponsor assessments were performed that were different from investigator, and the adverse event was assessed as causal related to the study procedure - index surgery. But not related to the study device. Diagnostic test: x-ray diagnostic test result: evidence of screw pullout at right side of s1 diagnostic test date: on (B)(6) 2025 diagnostic test: computed tomography diagnostic test result: minimal lucency around tip of right s1 screw could indicate loosening. No obvious hardware fracture or additional peri hardware lucency. Additional information was received via manufacturer representative that investigator assessed as event not related to device but noted that screw pullout due to poor bone quality and obesity and underwent additional spinal surgery (revision l3-s1). Additional information was received via follow up mpxr that the instrumentation failure related to poor bone quality and obesity. Minimal lucency around tip of right s1 screw could indicate loosening. No obvious hardware fracture or additional peri hardware lucency.

Manufacturer narrative:
B2: outcome attributed to adverse event is additional surgery due to instrument malfunction. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.